Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot found no other reported leaks from this lot. It should be noted that the mitraclip system instructions (IFU) for use states to attach a 60 cc syringe filled with heparinized saline to the 3-way stopcock on the clip introducer and de-air the clip introducer, then close the stopcock. The IFU further states to confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired. To minimize the potential of air embolization, ensure proper de-airing when inserting the clip introducer into the guide hemostasis valve. Based on the reported case details, the customer failed to follow these instructions in the IFU, as the account did not attach a stopcock to the clip introducer. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter (sgc01st, lot # 10235435, serial # 19, stabilizer, lift, support plate; vessel closure: figure 8 stitch. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the first mitraclip steerable guide catheter (sgc) was inserted into the left atrium in the patient with degenerative mitral regurgitation (mr). The dilator and guidewire were removed from the sgc without incident. The clip delivery system (cds) was inserted into the sgc and it was noticed that the clip introducer did not have a 3-way stopcock. The clip had been advanced out of the clip introducer, and a small amount of air was observed in the sgc hemostatic valve, with the non sealed clip introducer being the point of air intake. A guide wire was inserted beside the clip introducer. The cds and sgc were removed from the anatomy, leaving the guide wire in the left atrium. A new sgc and cds were used to complete the procedure without incident. One mitraclip was successfully implanted reducing the mr from grade 4 down to grade 0 to 1. The access site was closed with pressure and a figure 8 stitch. One day post procedure the patient had sinus bradycardia with a heart rate down to 40 beats per minute overnight. There was no treatment provided and the condition resolved the following day. The patient also had a mild groin wound ooze. No treatment was provided and this condition resolved the same day. Two days post procedure the patient had slight tenderness on both groin incision sites. There was no treatment provided and the condition resolved the following day by the time the patient was discharged home. There was no additional information provided.